Event description:
It was stated a damaged dso seal. There was unknown patient involvement.

Manufacturer narrative:
B3, g4 unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found a swollen dso seal. Functional testing has duplicated the reported problem. It was determined that the swollen dso seal was the root cause. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.